Manufacturer narrative:
Continuation of d10: product ID evproplus-23; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2024; product ID d-evprop23-29; product lot/serial number (B)(6); product type: heart valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, once the valve was released and was positioned in the implant projection, angiographic control was being carried out when the valve dislodged into the ascending aorta. The patient had adequate hemodynamic stability. A second valve was implanted transcatheter aortic valve (tav)-in-tav. No additional adverse patient effects were reported. Additional information was received indicating that a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18x40 mi llimeter (mm) balloon. Post-implant bav was not performed. The deployment starting point was at the middle of the pigtail catheter. Prior to dislodgement, the valve was positioned at a depth of 2mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). Following dislodgement, the valve was positioned at 2mm on the ncc and 3mm on the lcc. It was noted that a non-medtronic (lunderquist) guidewire was used during the procedure. Additional information was received that following the second valve implant, a post implant balloon dilatation was performed due to a posterior implant gradient of 34 millimeters of mercury (mmhg) and moderate paravalvular leak (pvl).

Manufacturer narrative:
Corrected data: a5a and a5b updated data: h2 h3 h6 image review: a media file was provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. The media file showed an evolut implanted in a previously implanted surgical aortic valve of unknown size and type. Multiple recaptures were performed to implant the valve. The valve was deployed and appeared be stable. Evidence supports that during removal of the delivery catheter system, the nose cone interacted with the inflow of the valve which resulted in aortic dislodgement. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Subsequently, a second valve was implanted. There is evidence of a post implant dilatation after the second valve implant with adequate expansion observed. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut pro+ bioprosthesis may include but are not limited to prosthetic valve migration/embolization. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricular dysfunction, etc). Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the limited information available, an assignable root cause cannot be determined, but the existing surgical valve and the dislodged transcatheter valves may have been contributing factors. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.